Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump displayed error 1140. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis with a cracked housing. Event log history was attempted to be performed but was unable to download the event log history. During analysis, the device was powered up and it alarmed ec 1140/1660 which is an issue with the circuit board. Service will replace the circuit board to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.